Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6) results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened.

Event description:
It was reported that when the 23 g x .75 in. Bd vacutainer® push button blood collection set was in use blood was leaking from the connection to the multisample hub .no serious injury or medical intervention reported.